Manufacturer narrative:
Additional information: b5, d6a, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 08/05/2025: the patient is approximately four months post-operative and continues to experience persistent pain at the base of the thumb. The thumb frequently creaks and cracks with movement, often causing nighttime pain that disrupts sleep. The patient has also noted occasional skin discoloration, appearing black and blue. Physical therapy has proven ineffective and irritates the wrist. Despite the surgeon¿s assessment that everything appears normal, the patient reports that symptoms are now worse than prior to surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. Based on the documented event information, the reported event was most likely the result of one or a combination of the following factors: a patient-specific condition and/or failure to perform an appropriate sensitivity test prior to implantation. Directions for use. Dfu-0054-eor5_fmt_en. Bio-fastak, fastak¿, suturetak® and fibertak® suture anchors. C. Contraindications: 3. Foreign body sensitivity. Where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation. 4. Foreign body reactions. See adverse effects, allergic-type reactions. D. Adverse effects: 2. Foreign body reactions. 3. Allergic-type reactions to pla (poly lactic acid) materials (plla (poly-l-lactic acid), pldla (poly-l-d-lactic acid)) have been reported. These reactions have sometimes necessitated the removal of the implant. Patient sensitivity to device materials must be considered prior to implantation. Directions for use dfu-0147-eo tightrope® devices c. Contraindications: 3. Foreign body sensitivity. Where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation. 4. Foreign body reactions. See adverse effects, allergic-type reactions. D. Adverse effects: 5. Foreign body reactions. 6. Allergic-type reactions to pla (poly lactic acid) materials (plla (poly-l-lactic acid), pldla (poly-l-d-lactic acid)) have been reported. These reactions have sometimes necessitated the removal of the implant. Patient sensitivity to device materials must be considered prior to implantation. 7. Silicone sensitivity, though very rare, has been reported. Directions for use dfu-0350 fiberlock¿ suspension system. C. Contraindications: 3. Foreign body sensitivity. Where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation. D. Adverse effects 1. Infections, both deep and superficial. 2. Foreign body reactions. The complaint was not confirmed, as no evidence of the reported failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a patient reported via email that they had undergone a button suture procedure on their thumb approximately three months prior. Since the procedure, the patient has been experiencing excruciating pain, with nerve-like sensations radiating through various areas of the hand and wrist. The patient cannot type or lift objects, such as a soda bottle, and has now developed muscle atrophy in the affected region. No further details were provided. Additional information was received on 07/14/2025: on (B)(6) 2025, the patient underwent a left carpometacarpal interpositional arthroplasty and left intermetacarpal ligament reconstruction using a tissue graft to address basal joint pain. Arthrex products implanted during the procedure included the ar-8990st fibertak dx suture anchor, the ar-8988-cp fiberlock suspension implant kit, and the ar-8919ds cmc mini tightrope implant system. Prior to surgery, the patient received multiple injections over a 14-month period and underwent both MRI and x-ray imaging. No additional surgical interventions have been performed since the initial procedure, and it remains uncertain whether further surgery will be scheduled. Additional information was received on 07/17/2025: the patient reports persistent wrist pain approximately 14 weeks following the procedure. Symptoms include a dull, electrical sensation and episodes of intense, sharp, and prolonged pain. These symptoms interfere with sleep, even with the use of a brace. Additionally, the patient experiences grinding and clicking sounds at the thumb base joint during movement. An MRI of the wrist has been scheduled for (B)(6) 2025.